Manufacturer narrative:
No missing battery tube area, however cracked battery tube area and cracked battery tube threads noted during visual inspection.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump was damaged. The customer¿s blood glucose level was 99 mg/dl. The customer states that crack is seen on battery compartment and battery will not be accepted anymore. The customer was advised the pump will need to be replaced. The insulin pump will not be returned for analysis.